Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 01 september 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 23 august 2021. [Additional information]: the healthcare professional reported that when the physician opened 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30407101) to use in a pre-embolization tumor procedure, there was a black spot in the clean part of the packaging. The physician did not use the product. There was no report of any patient adverse event. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on 04 august 2021. The photos were reviewed by the product analysis lab. The image provided showed only part of the packaging for the 2.00mm x 6.00cm galaxy g3 mini coil. An unknown particle brown in color is observed inside the pouch. It was observed that the pouch is unopened; the pouch is still sealed. The particle was measured and the size is approximately 2mm x 1mm. No other anomaly was observed. The reported issue documented in the complaint that a black spot is observed on the clean part of the packaging was confirmed. An unknown particle can be observed on the device packaging as captured in the photo included in the complaint. The origin is not known until the device is returned to the product analysis lab for a more detailed analysis. Further investigation will be performed once the device returns for analysis. On 23 august 2021, additional information was received. The information indicated that there was no damage observed on the packaging. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that when the physician opened 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30407101) to use in a pre-embolization tumor procedure, there was a black spot in the clean part of the packaging. The physician did not use the product. There was no report of any patient adverse event. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on 04 august 2021. The photos were reviewed by the product analysis lab. The image provided showed only part of the packaging for the 2.00mm x 6.00cm galaxy g3 mini coil. An unknown particle brown in color is observed inside the pouch. It was observed that the pouch is unopened; the pouch is still sealed. The particle was measured and the size is approximately 2mm x 1mm. No other anomaly was observed. The reported issue documented in the complaint that a black spot is observed on the clean part of the packaging was confirmed. An unknown particle can be observed on the device packaging as captured in the photo included in the complaint. The origin is not known until the device is returned to the product analysis lab for a more detailed analysis. Further investigation will be performed once the device returns for analysis. On 23 august 2021, additional information was received. The information indicated that there was no damage observed on the packaging. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on 04 august 2021. The photos were reviewed by the product analysis lab and is documented below. [Photo analysis]: the image provided showed only part of the packaging for the 2.00mm x 6.00cm galaxy g3 mini coil. An unknown particle brown in color is observed inside the pouch. It was observed that the pouch is unopened; the pouch is still sealed. The particle was measured and the size is approximately 2mm x 1mm. No other anomaly was observed. The reported issue documented in the complaint that a black spot is observed on the clean part of the packaging was confirmed. An unknown particle can be observed on the device packaging as captured in the photo included in the complaint. The origin is not known. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil was received contained inside the original packaging with the pouch still sealed. The outer box and pouch were inspected and the reported foreign material was noted (presumably a small piece of cardboard) inside the pouch. No other damage nor anomaly was observed. Due to the pouch still in a sealed state, with the foreign matter observed inside the pouch, a non-conformance was opened for further investigation and corrective actions. A review of manufacturing documentation associated with this lot (30407101) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. A review was made of the history of complaints related to contamination of the sterile package and that contain this batch number and it was found that this complaint is the unique reported. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. The complaint documented that when the physician opened the 2.00mm x 6.00cm galaxy g3 mini coil to use in a pre-embolization tumor procedure, a black spot was observed in the clean part of the packaging. The product was not used. The reported issue was confirmed with the observation of the foreign material inside the still-sealed pouch containing the 2.00mm x 6.00cm galaxy g3 mini coil. Although no functionality issues were found on the device. The instructions for use (IFU) does contain the following precaution: do not use the device if the sterile barrier is compromised or the device is damaged. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Due to the pouch still in a sealed state, with the foreign matter observed inside the pouch, a non-conformance was opened for further investigation and corrective actions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to correct the date format and to correct the redundant content in supplemental report #3. [Conclusion]: the healthcare professional reported that when the physician opened 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30407101) to use in a pre-embolization tumor procedure, there was a black spot in the clean part of the packaging. The physician did not use the product. There was no report of any patient adverse event. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on 04-aug-2021. The photos were reviewed by the product analysis lab. The image provided showed only part of the packaging for the 2.00mm x 6.00cm galaxy g3 mini coil. An unknown particle brown in color is observed inside the pouch. It was observed that the pouch is unopened; the pouch is still sealed. The particle was measured and the size is approximately 2mm x 1mm. No other anomaly was observed. The reported issue documented in the complaint that a black spot is observed on the clean part of the packaging was confirmed. An unknown particle can be observed on the device packaging as captured in the photo included in the complaint. The origin is not known until the device is returned to the product analysis lab for a more detailed analysis. On 23-aug-2021, additional information was received. The information indicated that there was no damage observed on the packaging. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil was received contained inside the original packaging with the pouch still sealed. The outer box and pouch were inspected and the reported foreign material was noted (presumably a small piece of cardboard) inside the pouch. No other damage nor anomaly was observed. Due to the pouch still in a sealed state, with the foreign matter observed inside the pouch, a non-conformance was opened for further investigation and corrective actions. A review of manufacturing documentation associated with this lot (30407101) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. A review was made of the history of complaints related to contamination of the sterile package and that contain this batch number and it was found that this complaint is the unique reported. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. The complaint documented that when the physician opened the 2.00mm x 6.00cm galaxy g3 mini coil to use in a pre-embolization tumor procedure, a black spot was observed in the clean part of the packaging. The product was not used. The reported issue was confirmed with the observation of the foreign material inside the still-sealed pouch containing the 2.00mm x 6.00cm galaxy g3 mini coil. Although no functionality issues were found on the device. The instructions for use (IFU) does contain the following precaution: do not use the device if the sterile barrier is compromised or the device is damaged. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Due to the pouch still in a sealed state, with the foreign matter observed inside the pouch, a non-conformance was opened for further investigation and corrective actions. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The date format in supplemental report #3 has the month written in full instead of the format: dd-mmm-yyyy. The content of the conclusion is also revised to remove redundant statements.

Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Preliminary photo images of the complaint device were captured by the (B)(4) affiliates and included in the complaint file on 04 august 2021. The photos were reviewed by the product analysis lab and is documented below. [Photo analysis]: the image provided showed only part of the packaging for the 2.00mm x 6.00cm galaxy g3 mini coil. An unknown particle brown in color is observed inside the pouch. It was observed that the pouch is unopened; the pouch is still sealed. The particle was measured and the size is approximately 2mm x 1mm. No other anomaly was observed. The reported issue documented in the complaint that a black spot is observed on the clean part of the packaging was confirmed. An unknown particle can be observed on the device packaging as captured in the photo included in the complaint. The origin is not known until the device is returned to the product analysis lab for a more detailed analysis. A review of manufacturing documentation associated with this lot (30407101) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. A review was made of the history of complaints related to contamination of the sterile package and that contain this batch number and it was found that this complaint is the unique reported. Further investigation will be performed once the device returns for analysis. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that when the physician opened 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30407101) to use in a pre-embolization tumor procedure, there was a black spot in the clean part of the packaging. The physician did not use the product. There was no report of any patient adverse event. Preliminary photo images of the complaint device were captured by the (B)(4) affiliates and included in the complaint file on 04 august 2021.